Event description:
It was reported that during the implant procedure, the lead was initially placed with acceptable measurements. During the slitting of the catheter, the lead dislodged. The initial lead was removed, and a new lead was attempted. However, it was not possible to place the lead due to further difficulty. The second lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the introducer test passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.